Event description:
The customer reported that the sys displayed an overvoltage error message and shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage tank was replaced and a filament calibration was performed. The sys was then found to be operating as intended.